Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in air/water cylinder " malfunction could not be identified, nor the type of material. The event can be prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and found that the air/water cylinder had white foreign material. The reported fault was likely a result of insufficient reprocessing. The evaluation found non-reportable findings as follows: the up/down knob could not be locked securely due to deformation of the forceps elevator lever; the air/water cylinder, and the suction cylinder, both had discoloration; the forceps channel had a dent; the bending angle in the left direction did not meet standard value due to wear of the angle wire; the objective lens, and the light guide lens both had a crack; the adhesive on the bending section cover was detached, the connecting tube was snaking, and the universal cord had a wrinkle. The investigation is ongoing, and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The colonovideoscope was returned to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water cylinder had white foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.